Event description:
The patient reportedly experienced sound quality issues followed by intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Device testing revealed that it is not functioning. Surgery to explant the patients device will be scheduled.